Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually and microscopically tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing. Both cylinders had wear at a fold in the middle of the cylinder. Both cylinders had a hole in the outer tube from wear in the proximal end of the cylinder. Both cylinders had broken fabric threads from wear in the proximal end of the cylinder. Cylinder one had a leak from wear in the proximal end of the cylinder. Cylinder one had a bulge when inflated with a syringe. Cylinder two had a leak from wear in the proximal end of the cylinder. The rear tip extenders (rte) were returned and passed visual inspection.

Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.